Event description:
Hologic aptima multitest swabs cotton-tip of swab is detaching from swabstick and being retained inside patients' vaginas while following standard specimen collection procedures. Multiple instances. Providers have then had to perform a speculum exam and removed retained material. FDA safety report ID # (B)(4).